Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
Device #2: part #12673-03, lot# 82035-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.